Event description:
It was reported that the patient had sporadic twitching episodes that began on (B)(6) 2015. Neurology work-up and electroencephalogram (eeg) revealed that they were not seizures. The patient's mother was worried about baclofen withdrawal. The healthcare provider (hcp) was not aware of any volume discrepancies at refills. When the patient had the episodes, they were given oral baclofen or the pump rate was increased, and the patient had improved. On (B)(6) 2015, a catheter access port (cap) aspiration was attempted, but they could not aspirate. The hcp stated that the patient had "a lot of hardware" at the catheter tip, and they were concerned that they would not be able to see the dye, even if they could get the dye in. The hcp thought they would notify neurosurgery, and may increase dose in the meantime. The cause of the aspiration difficulty was unknown. The hcp reported that the cause of the twitching episodes was possible baclofen withdrawal, and attributed the twitching episodes to the failure of the catheter to aspirate; the patient was not receiving the medication, as the ¿catheter wasn't functioning.¿ on (B)(6) 2015, the patient underwent surgery for catheter revision, with a successful outcome; the patient recovered without permanent impairment. The pump was being used to infuse gablofen (baclofen).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8578, lot# n167123018, implanted: (B)(6) 2009, product type: accessory. (B)(4).